Event description:
An endeavor sprint rx drug-eluting coronary stent system was intended to treat a lesion in a patient. It was reported that the device did not cross the lesion and, on removal from the patient, the stent was destroyed. The target lesion in the lad exhibited 80% stenosis and little calcification. The lesion was not pre-dilatated. It was reported that the device was inspected prior to use with no abnormalities noted. No patient injury occurred. The patient was stable post procedure and no clinical sequelae have been reported. The device has not been returned.

Manufacturer narrative:
(B)(4). Evaluation, results: failure to deliver stent, stent deformation; 80% stenosis, little calcification; failure to pre-dilate lesion as recommended in IFU; component/sub-assembly failure. Evaluation, conclusions: 80% stenosis, little calcification; failure to pre-dilate lesion as recommended in IFU.